Event description:
Intraoperatively, during right rotator cuff repair the surgeon noticed that the expressew iii needle was broken in the patient's shoulder. It was able to be retrieved, and there was no impact to the patient.